Event description:
It was reported that a wearable failure was reported. The sensor was inserted into the arm on (B)(6) 2024. The patient experienced a wearable failure which occurred 3 days after the sensor had been inserted in the arm. On (B)(6) 2024, the patient experienced seizures 4 hours after the sensor failed alert on the g7 app. The patient was just resting sitting on the chair watching tv. He was alone when the seizure happened at 7:30pm. The caretaker tried to call the patient but there was no answer, so the caretaker went to the patient¿s house and found the patient was sitting on the recliner unresponsive. The caretaker called emergency medical technicians and they arrived at 9:15pm. The paramedics checked the vitals and took a blood glucose reading which was 119 mg/dl. The patient was taken to the hospital, and they confirm that the event was not because of hypoglycemia. The hospital couldn´t figure out what was the cause of the seizure. The patient regained consciousness at the emergency room after the treatment (unspecified medication). He was discharged the next day (stayed 20 hours at the ed). At the time of the report the patient was feeling fine. No data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia, seizure, and loss of consciousness.